Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The catheter which was carrying the stent was broken and bent. Date of incident to be confirmed. Consignment replacement: (B)(4) processed as stock is at 0. Sbu email: 1-jan-24 "as per complaint form": when nurse opened the package, the catheter was kinked patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, 2. What endoscope type and channel size was used? Na 3. What was the position of the elevator? N/a, 4. Details of the wire guide used (diameter, type, make)? Na 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a 7. Please advise the anatomical location of the intended target site. Na 8. How long was the stent in the patient by the time this complaint occurred? Na 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? Biliary stent placement 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure : another evo-fc was used with no problem 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Kind regards.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation the evo-fc-10-11-6-b device of lot number c2122443 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 21st february 2024. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned. ¿ directional button in deployment position. ¿ red shuttle on 2nd dimple. ¿ approx 12cm of the safety wire has been removed. ¿ outer catheter break observed approx 110.5cm from distal end/white tip. ¿ stent returned partially deployed. ¿ delivery system full sheath over partially deployed stent on return. Functional inspection: ¿ actuation of handle fine for deployment and recapture. ¿ unable to deploy stent due to catheter break. ¿ unable to remove safety wire. It is likely that the safety wire was kinked at the point of the catheter break, subsequently it could not be removed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest that the customer did not follow the instructions for use or label. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. Given that the packaging was opened on return, a possible root cause for the issue reported could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility. Multiple inspections are in place for the device during the manufacturing, quality control and packaging process therefore it is highly unlikely this occurred prior to leaving cirl. A possible root cause could be attributed to impact or excessive pressure that may have been placed on the packaged device during transportation or storage. It is possible that this pressure or impact may have caused the issue reported. During the lab evaluation it was noted that the stent was returned partially deployed, safety wire was partially removed and the outer catheter was broken. Attempts were made to gain more information regarding when these events occurred however the customer could not recall. It is possible that the user attempted to deploy the stent outside the body, the force from the attempted deployment along with the kink may have lead to the break in the outer catheter. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x prior to use device. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.